Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the brake gap being out of specification as a result of normal usage of the device. Upon visual inspection, no physical damage was observed. Noticed sticky clutch, unrelated to the reported complaint. The clutch plate was deburred to remedy the problem. The cause for the sticky clutch was due to the normal usage of the device. The autopulse platform failed initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The archive data review showed occurrence of ua17 around the reported complaint date. The drive train was replaced to remedy the problem. The autopulse platform passed the 15 minutes run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Upon service completion, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
Patient # 1: during patient use, the autopulse platform (sn (B)(4)) stopped compressions. No further information was provided. No known impact or consequence to patient information was provided. Please see the following related MFR report: MFR # 3010617000-2019-01177 for the patient # 2.